Event description:
It was reported that the suspect device's needle did not retract after use. The phlebotomist did not realize this and brushed his/her finger against it, resulting in a needle stick injury. The exposed employee properly followed the facility's protocol after the exposure, including calling the incident hotline and reporting to the ER for follow up procedure. The ER physician recommended no further treatment after the source patient was tested. The phlebotomist lightly squeezed the site and then performed proper first aid, cleansing with soap and water immediately after exposure.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. CAPA (B)(4) has been initiated for documentation related to this issue of no needle retraction to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Conclusion - this complaint is confirmed as bd is aware of complaints for no retraction. A CAPA was initiated to investigate the reported complaints. Root cause: partial retraction of the pbbcs IV needle occurs when the retracting mechanism begins but is interrupted before the needle can completely retract and lock out. In this instance, the most likely cause of the obstruction is parting line mismatch/flash in the rear barrel of the wingset. This parting line mismatch/flash creates a shelf-like surface that the hub can become trapped on as it moves through the barrel of the wingset during the retraction mechanism. Situation analysis (B)(4) has also been initiated.